Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the system was unable to boot up normally. Remote service engineer (rse) called and analyzed the system. Rse suggested onsite service. Customer refused the quotation of onsite service from philips. Since the quotation has been cancelled and no service has been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not boot up. The device was outside of clinical use at the time of the event. Philips has started an investigation of this complaint.